Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured battery data was <500 ohms and the magnet rate was 100 ppm. The device was programmed to 2.5v but only delivering 0.6v. Lead impedances on both channels were >3000 ohms and the iegms were noisy. A device replace- ment was scheduled.